Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The blood glucose level was over 275mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.